Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a broken shell, missing portions of the shell, the device was underweight, fold crease, and wear abrasion. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. A striated edge opening on the radius side was identified, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a sharp opening on the posterior due to an unidentified tear opening, a missing piece of the shell assessed as inconclusive, and a striated edge opening on radius side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Healthcare professional additional reported a rupture. Device remains implanted.